Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. The customer attempted multiple cables and stated that the usb cables fit very loosely into the usb port. Customer reported blood glucose (bg) level was impacted (336 mg/dl). The customer stated they had insulin on board to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.